Event description:
Per the clinic, the patient experienced pain and infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.